Manufacturer narrative:
It was reported that the patient fell and tore quadriceps tendon which caused flexion contraction. A revision surgery is planned to exchange the tibial tray and poly inserts and to repair the quadriceps tendon. Review of the device history record indicates the device was manufactured to specification.

Event description:
It was reported that the patient fell and tore quadriceps tendon which caused flexion contraction. A revision surgery is planned to exchange the tibial tray and poly inserts and to repair the quadriceps tendon.